Event description:
Per mw5122866 provided by FDA on (B)(6) 2023: "ivenix lvp(lvp (large volume pump) pump multiple patients and had a error message stop the pump. Without a alarm- happened with (B)(6) hospital go live in (B)(6). New pump put on patient yet this was not. Reported and patient was on critical drip with no alarm w/ error message- reported from clinician. Onsite I am not onsite. Pumps sent back to fk (fresenius kabi)/ivenix biomed team to evaluate yet no one. Reported any of the incidences. Multiple pumps had this issue. Do not have emr (electronic medical. Records) records of patients that were on the pumps at time of incidence. Although the medwatch states that the situation required intervention, the reporter coded the health effect - clinical code as "no clinical signs, symptoms or conditions" (4582). Given that, fresenius kabi does not consider this to be a report of an adverse event; also, fresenius kabi has been unable to identify whether this situation had been communicated to us by any of our customers. Reporting due to the referenced techinical issue and because we have been unable to match this reported issue with any registered complaints. No additional information will be provided by the FDA with regards to this medwatch. As such, fresenius kabi will close the complaint due to not enough available information to investigate. If additional information becomes available, the complaint will be re-opened for further investigation.